Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's extension was explanted and replaced due to a suspected fracture. No further details or patient symptoms were provided. There was no patient injury.